Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that the keypad on the insulin pump was ramping when she woke up. Customer's blood glucose reading at the time of the call was 178 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.